Event description:
It was reported that during transport of a patient between hospitals, the screen on the pump went blank, although it was determined that the pump was still pumping. Upon arrival at the hospital, the patient was switched to another pump with no complications.